Event description:
The st. Jude medical representative phoned to report the ICD was unable to be interrogated. Several attempts were made to establish communication but none were successful. The device was explanted and will be returned for analysis.